Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was extracted and replaced due to noisy signals. The noise was oversensed, which resulted in inappropriate shock therapy and inhibition of pacing. No adverse patient effects have been reported. The lead was extracted and replaced.